Event description:
Patient presented in the clinic with high threshold due to dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.